Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had audio anomaly/absence of alarm. The customer's blood glucose was unknown at the time of the call. It was reported that the insulin pump no longer gave any sound with alarms and alerts. There was no indication of troubleshooting or the issue being resolved. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was received with no audio tone or beep tone during self test due to broken transducer wire. The device was received with scratched case.